Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the trans septal puncture, the steerable guide catheter (sgc) passed through the interatrial septum and physicians noticed something like thrombus or a piece of tissue on the intra atrial septum while the tip of the guide was about 3cm in the left atrium. Later, this finding was observed in the aorta. After adding more heparin it disappeared but the operator decided to conclude the procedure. After sgc removal, the physician checked the sgc which look normal with no tissue or thrombus in the sgc lumen and no tear on the tip of the sgc. There were no adverse patient effects thereafter.